Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2017-33203. During follow-up, the device was interrogation and showed an overestimation of longevity. The physician will continue to monitor the patient until the next follow-up. The patient was in stable condition.